Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited a stored episode of oversensing of noise due to electromagnetic interference leading to pacing inhibition. The patient did not experience any adverse consequences during the episode. Noise was not reproducible in clinic. Programming changes were made.